Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2014832. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter system prn separated from the adapter. The following information was provided by the initial reporter: the staff on d2 have just brought to my attention that they have been having issues with the bd saf-t-intima subcutaneous locks. The issue that they are having is that the part that I have circled below keeps coming off.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima closed IV catheter system prn separated from the adapter. The following information was provided by the initial reporter: the staff on device have just brought to my attention that they have been having issues with the bd saf-t-intima subcutaneous locks. The issue that they are having is that the part that I have circled below keeps coming off.